Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher, and stuck within the microcatheter. The pusher was not returned for evaluation. The investigation found the attachment monofilament was exposed with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant stretching, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The returned microcatheter was found to be flattened at approximately 6cm and 4cm from the distal tip, which may have caused or contributed to the reported complaint. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the physician experienced significant resistance during delivery, however, continued the procedure, attributing it to using this coil for the first time. As resistance persisted even before deployment, the supervising physician, took over the procedure. The supervising physician also encountered resistance. During attempts to deploy the coil in the aneurysm, the coil became stretched. Subsequently, the pusher fractured. The stretched coil and fractured pusher were withdrawn along with the microcatheter and successfully removed from the patient. The procedure was continued using another coil of the same model number from a different lot. The replacement coil was used without issue. Subsequently, the procedure was completed successfully. There was no patient injury. The patient outcome was reported as no health damage.